Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. Then, during an attempted hysterectomy, consumer suffered a respiratory failure. Pelvic pain is anticipated in the reference safety information for essure while respiratory failure is unanticipated. Coils were removed approximately 7 years and 7 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. There is very limited information about the attempted hysterectomy during which consumer had a respiratory failure. The exact time point (e.g. If the consumer had already received sedation) and also her concurrent conditions, medications, and her past medical history were also not reported. However, considering the worst case scenario and a positive temporal relationship between hysterectomy procedure and respiratory failure, the event respiratory failure was also assessed as related to essure use. This case was regarded as incident since intervention was required (hysterectomy). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("reproductive system disorder or condition type of disorder or condition: pelvic inflammatory"), pelvic pain ("severe pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), urticaria ("rashes or skin conditions type: hives, hospitalization"), bronchospasm ("bronchospasm"), respiratory failure ("respiratory failure on attempted hysterectomy"), anaphylactic shock ("allergic or hypersensitivity reaction type: anaphylactic shock") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obstructive sleep apnea syndrome, burn (2014), polypectomy (ileoanal pouch), uterine dilation and curettage, breast operation (left), endometriosis, endometriosis, cyst breast in 2002, loop electrosurgical excision procedure in 2009, allergic reaction to antibiotics and adenomyosis. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2008, cefotetan and levaquin. Past adverse reactions to the above products included dyspnoea with levaquin. Concurrent conditions included obesity, multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2004, (B)(6) 2009), asthma, acute respiratory failure, gerd, copd, endometriosis, dyschezia, bleeding menstrual heavy, shellfish allergy, latex allergy (dyspnea, nos, hives, shortness of breath) and penicillin allergy. Family history included tubal ligation (completed family). Concomitant products included fluoxetine hydrochloride (prozac), sertraline (zoloft) since (B)(6) 2009 and zolpidem tartrate (ambien) for depression, anxiety and bipolar disorder, epinephrine since (B)(6) 2015, ipratropium bromide (atrovent) since 2010 and salbutamol (albuterol) since 2002 for hives, antibiotics since (B)(6) 2009 for infection urinary tract, pelvic inflammatory disease and bacterial vaginosis, sumatriptan (imitrex) since (B)(6) 2009 for migraine and headache, ibuprofen since (B)(6) 2009 for migraine, headache, pelvic inflammatory disease and bacterial vaginosis, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2009 and oxycodone hydrochloride (oxycontin) for pain as well as diphenhydramine, docusate, epinephrine (epipen) since 2014, fluticasone since 2009, homatropine, hydrocodone compound (tussigon), hydrocodone from (B)(6) 2015 to (B)(6) 2015, ipratropium since 2010, montelukast (singulair) since 2009, montelukast since 2009, omeprazole (prilosec) since 2012, omeprazole since 2012, ondansetron (zofran), oxygen since 2001 to (B)(6) 2016, pantoprazole, pantoprazole (protonix) from (B)(6) 2015 to (B)(6) 2015, prednisone since 2013, salmeterol since 2009, theophylline from (B)(6) 2015 to (B)(6) 2016 and tiotropium bromide (spiriva). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), anaphylactic shock (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), urinary tract infection ("infection urinary tract"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bipolar disorder (seriousness criterion medically significant), bacterial vaginosis ("reproductive system disorder or condition type of disorder or condition: bacterial vaginosis"), arthropathy ("other injury(ies) or complication please describe: joint problems") and muscle spasms ("other injury(ies) or complication please describe: charley horses"). In (B)(6) 2011, the patient experienced arthralgia ("joint pain") and myalgia ("muscle pain"). On (B)(6) 2015, the patient experienced urticaria (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced respiratory failure (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), bronchospasm (seriousness criterion hospitalization), abdominal pain ("severe abdominal pain / cramping"), menorrhagia ("prolonged menses"), back pain ("severe back pain / back pain"), dysgeusia ("metallic taste in mouth"), rash ("rash"), weight increased ("weight gain / weight gain"), swelling ("swelling"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain/ arm pain"), mobility decreased ("mobility") and complication of device removal ("complication of device removal"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (hysterectomy on (B)(6) 2016), surgery (total laparoscopic hysterectomy, laparoscopic bilateral salpingectomy), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, uterine haemorrhage, dysmenorrhoea, dyspareunia, urticaria, bronchospasm, respiratory failure, anaphylactic shock, abdominal pain, menorrhagia, back pain, dysgeusia, rash, fatigue, swelling, allergy to metals, urinary tract infection, bacterial vaginosis, arthropathy, muscle spasms, abdominal pain lower, pain in extremity, complication of device removal, arthralgia and myalgia outcome was unknown and the alopecia, migraine, weight increased, procedural pain, headache, nausea, depression, anxiety, bipolar disorder and mobility decreased had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaphylactic shock, anxiety, arthralgia, arthropathy, back pain, bacterial vaginosis, bipolar disorder, bronchospasm, complication of device removal, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mobility decreased, muscle spasms, myalgia, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, rash, respiratory failure, swelling, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. She claim that essure worsened a previously existing injury/condition she did not have any complications or problems that occurred at the time of your essure placement procedure. Events mobility, weight gain, hair loss, pulmonary improvement, psychological symptoms, migraines, headaches, nausea have resolved since essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: fallopian tube occlusion with essure; in (B)(6) 2009: full occlusion of fallopian tubes. On (B)(6) 2009 hysterosalpingogram should- impression: fallopian tube occlusion with essure. On (B)(6) 2015 pelvic ultrasound should- impression: left ovarian debris-filled cyst(corpus luteum). On (B)(6) 2016 surgical pathology report should- final diagnosis: uterus, cervix and bilateral tubes, abdominal hysterectomy and bilateral salpingectomy: a. Endomyometrial tissue. B. Cervical tissue. C. Bilateral fallopian tubes. Gross description : the fimbriated right fallopian tube is 10.0 cm in length, 0.4 cm in diameter, and is sectioned to reveal a pinpoint lumen. The fimbriated left fallopian tube is 9.8 cm in length, 0.4 cm in diameter, and is sectioned to reveal a pinpoint lumen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming nickel allergy, dysmenorrhea, dyspareunia, depression, anxiety, hives, mobility, bronchospasm. Abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received: events muscle pain and joint pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and respiratory failure ("respiratory failure on attempted hysterectomy") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("severe abdominal pain / cramping"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), rash ("rash"), fatigue ("fatigue"), weight increased ("weight gain"), swelling ("swelling") and procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced respiratory failure (seriousness criterion medically significant). The patient was treated with hysterectomy on (B)(6) 2016. Essure was withdrawn. At the time of the report, the pelvic pain, respiratory failure, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, migraine, dysgeusia, rash, fatigue, weight increased, swelling and procedural pain outcome was unknown. The reporter considered pelvic pain, respiratory failure, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, migraine, dysgeusia, rash, fatigue, weight increased, swelling and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2009: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. Then, during an attempted hysterectomy, consumer suffered a respiratory failure. Pelvic pain is anticipated in the reference safety information for essure while respiratory failure is unanticipated. Coils were removed approximately 7 years and 7 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. There is very limited information about the attempted hysterectomy during which consumer had a respiratory failure. The exact time point (e.g. If the consumer had already received sedation) and also her concurrent conditions, medications, and her past medical history were also not reported. However, considering the worst case scenario and a positive temporal relationship between hysterectomy procedure and respiratory failure, the event respiratory failure was also assessed as related to essure use. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("reproductive system disorder or condition type of disorder or condition: pelvic inflammatory"), pelvic pain ("severe pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), bronchospasm ("bronchospasm"), respiratory failure ("respiratory failure on attempted hysterectomy"), anaphylactic shock ("allergic or hypersensitivity reaction type: anaphylactic shock"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder") and urticaria ("rashes or skin conditions type: hives, hospitalization") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obstructive sleep apnea syndrome, burn (2014), polypectomy (ileoanal pouch), uterine dilation and curettage, breast operation (left), endometriosis, endometritis, cyst breast in 2002, loop electrosurgical excision procedure in 2009, allergic reaction to antibiotics and adenomyosis. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2008, cefotetan and levaquin. Past adverse reactions to the above products included dyspnoea with levaquin. Concurrent conditions included obesity, multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2004, (B)(6) 2009), asthma, acute respiratory failure, gerd, copd, endometritis, dyschezia, bleeding menstrual heavy, shellfish allergy, latex allergy (dyspnea, nos, hives, shortness of breath) and penicillin allergy. Family history included tubal ligation (completed family). Concomitant products included fluoxetine hydrochloride (prozac), sertraline (zoloft) since (B)(6) 2009 and zolpidem tartrate (ambien) for depression, anxiety and bipolar disorder, epinephrine since (B)(6) 2015, ipratropium bromide (atrovent) since 2010 and salbutamol (albuterol) since 2002 for hives, antibiotics since (B)(6) 2009 for infection urinary tract, pelvic inflammatory disease and bacterial vaginosis, sumatriptan (imitrex) since (B)(6) 2009 for migraine and headache, ibuprofen since (B)(6) 2009 for migraine, headache, pelvic inflammatory disease and bacterial vaginosis, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2009 and oxycodone hydrochloride (oxycontin) for pain as well as diphenhydramine, docusate, epinephrine (epipen) since 2014, fluticasone since 2009, homatropine, hydrocodone compound (tussigon), hydrocodone from (B)(6) 2015 to (B)(6) 2015, ipratropium since 2010, montelukast (singulair) since 2009, montelukast since 2009, omeprazole (prilosec) since 2012, omeprazole since 2012, ondansetron (zofran), oxygen since 2001 to (B)(6) 2016, pantoprazole, pantoprazole (protonix) from september 2015 to december 2015, prednisone since 2013, salmeterol since 2009, theophylline from september 2015 to january 2016 and tiotropium bromide (spiriva). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), anaphylactic shock (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), urinary tract infection ("infection urinary tract"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bipolar disorder (seriousness criterion medically significant), bacterial vaginosis ("reproductive system disorder or condition type of disorder or condition: bacterial vaginosis"), arthropathy ("other injury(ies) or complication please describe: joint problems") and muscle spasms ("other injury(ies) or complication please describe: charley horses"). On (B)(6) 2015, the patient experienced urticaria (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced respiratory failure (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), bronchospasm (seriousness criterion hospitalization), abdominal pain ("severe abdominal pain / cramping"), menorrhagia ("prolonged menses"), back pain ("severe back pain / back pain"), dysgeusia ("metallic taste in mouth"), rash ("rash"), weight increased ("weight gain / weight gain"), swelling ("swelling"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain/ arm pain"), mobility decreased ("mobility") and complication of device removal ("complication of device removal"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (hysterectomy on (B)(6) 2016), surgery (total laparoscopic hysterectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, uterine haemorrhage, dysmenorrhoea, dyspareunia, bronchospasm, respiratory failure, anaphylactic shock, abdominal pain, menorrhagia, back pain, dysgeusia, rash, fatigue, swelling, allergy to metals, urinary tract infection, urticaria, bacterial vaginosis, arthropathy, muscle spasms, abdominal pain lower, pain in extremity and complication of device removal outcome was unknown and the alopecia, migraine, weight increased, procedural pain, headache, nausea, depression, anxiety, bipolar disorder and mobility decreased had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaphylactic shock, anxiety, arthropathy, back pain, bacterial vaginosis, bipolar disorder, bronchospasm, complication of device removal, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mobility decreased, muscle spasms, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, rash, respiratory failure, swelling, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: since having the surgery, her syrnptoms are mostly resolved. She claim that essure worsened a previously existing injury/condition she did not have any complications or problems that occurred at the time of your essure placement procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: fallopian tube occlusion with essure; in (B)(6) 2009: full occlusion of fallopian tubes on (B)(6) 2009 hysterosalpingogram should- impression: fallopian tube occlusion with essure. On (B)(6) 2015 pelvic ultrasound should- impression: left ovarian debris-filled cyst(corpus luteum). On (B)(6) 2016 surgical pathology report should- final diagnosis: uterus, cervix and bilateral tubes, abdominal hysterectomy and bilateral salpingectomy: a. Endomyometrial tissue. B. Cervical tissue. C. Bilateral fallopian tubes. Gross description : the fimbriated right fallopian tube is 10.0 cm in length, 0.4 cm in diameter, and is sectioned to reveal a pinpoint lumen. The fimbriated left fallopian tube is 9.8 cm in length, 0.4 cm in diameter, and is sectioned to reveal a pinpoint lumen concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: confirming nickel allergy, dysmenorrhea, dyspareunia, depression, anxiety, hives, mobility, bronchospasm. Abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Event added from pfs- allergic or hypersensitivity reaction type: anaphylactic shock, allergic or hypersensitivity reaction type: nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection bladder, infection urinary tract, infection vaginal) type: urinary tract infections, psychological or psychiatric problems condition: depression/anxiety/bipolar disorder, rashes or skin conditions type: hives, hospitalization, reproductive system disorder or condition type of disorder or condition: pelvic inflammatory, reproductive system disorder or condition type of disorder or condition: bacterial vaginosis, other injury(ies) or complication please describe: joint problems, charley horses, lower abdomen pain, back pain, leg pain, arms pain, mobility, weight gain, bronchospasm. Concomitant disease, family history, historical condition, historical drug added. Event outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.